Event description:
On (B)(6), 2021, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. Post deployment of the devices, imaging determined a small proximal type I endoleak. A gore® molding & occlusion balloon (mob) was used to perform additional angioplasty of the proximal trunk. During angioplasty it was reported that the mob was placed with a small portion of the balloon outside the proximal trunk and within the aorta, causing a rupture of the aorta at the level of the renal arteries due to overinflation of the mob. The patient underwent multiple transfusions while receiving treatment of the rupture. Four gore® aortic extenders components and two palmz 40x10 stents were implanted to treat the rupture. The renal arteries were intentionally covered and the aorta was grafted up to the level of the superior mesenteric artery (sma). The patient tolerated the procedure and was transferred to the intensive care unit in critical condition. The patient expired due to cardiac failure at 11:00pm this same day.